Event description:
Patient had a cerebral angiogram and embolization of a large intracranial aneurysm on (B)(6) 2014. An hde device, lvis jr intraluminal support was implanted along with 4 coils. Right groin sheath was pulled and starclose device deployed at the puncture site. Developed small groin hematoma, continued to widen. Patient became more lethargic and confused. Heparin drip 500cc/hr stopped. CT scan of brain was done revealing diffuse subarachnoid hemorrhage and cerebral edema. CT scan of abdomen revealed small to right side retroperitoneal hemorrhage. Transfused with platelets. Patient condition deteriorated and required intubation.